Event description:
According to the reporter, a home pt (hp) was using baxter compass syringes that had been recalled. It was reported that the home pt was notified of the baxter recall for syringes the week of 1/6/2003 and the last used date reported as 1/5/2003. According to the reporter, the hp developed a fever after a chemotherapy treatment. The hp was admitted to the hosp in 2003. Per reporter pt was diagnosed with a line infection, empyema and neutropenia. The following microorganisms were identified in the pt's blood cultures: "acinetobacter calcoaceticus; pseudomonas aeruginosa; burkholderia pseudomonas; enterococcus casseliflavus; streptococcus mitis; bacteroides caccae; viridans streptococcus; and miscellaneous gram positive rods." Reporter further stated that the pt's double lumen hickman catheter by "broviac" was removed in 2003, and it has not been replaced yet. The pt is being treated with multiple antibiotics including vancomycin. Additionally, the pt has a chest tube in the right chest. It was reported that the hp remains hospitalized and is in stable condition.